Event description:
It was reported that, during a normal device explant procedure, when connecting this right ventricular (rv) lead to the new device, this rv lead exhibited low out of range shock impedances measurements. Additionally, it was mentioned that in the procedure there was mineral oil used for lead connection. The technical services (ts) recommended to check if there could be any material left in lead pin or in the device header. The ts indicated that the mineral oil should be conductive however, it is important to see if there is any residual material inside device header. The physician planned to discuss if insert new lead. A revision procedure was performed and no visual damage to this rv lead was noted, nonetheless the pocket was full of lead ends as the patient had another abandoned lead and it was very difficult to visualise much of this rv lead. It was notice that the insulation of the right atrial (ra) lead looked compromised, but all lead measurement were within range. After the troubleshooting steps the physician decided that the rv lead integrity was compromised, and it was not due to the mineral oil. Subsequently the physician implanted a new rv lead, and this rv lead was surgically abandoned. A new ra lead was not implanted, due to the complexity of the case and as the ra lead measurements were within range. The patient will return to normal follow up with extra latitude alerts to monitor the performance of the ra lead. No adverse patient effects were reported.